Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified that the event code was logged in the device's memory; however, physio was able to successfully charge and shock without any discrepancies.   Physio then cleared the device's memory, which cleared the event code, and after observing proper device operation through functional and performance testing the unit was returned to the customer for use. The cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that their device had failed a user test and logged an event code in the memory which is related to a potential failure of the device to deliver defibrillation energy.  There was no patient use associated with the reported event.

Manufacturer narrative:
After additional evaluation of the device, it was determined that the main keypad assembly needed to be replaced. Proper device operation was then observed through functional and performance testing and the device was returned to the customer. The removed main keypad assembly was further evaluated in the failure analysis center and the cause of the reported issue was determined to be an abnormally high resistance value of the shock button due to wear. This caused intermittent shock delivery.